Event description:
In early 2009, "caller alleged discrepant results compared with the lab. Results as follows:" monitor inr 3.1 vs. Lab 11.0; monitor inr 2.9 vs. Lab 5.0; monitor inr 2.3 vs. Lab 3.47. The same day, rga created for meter due to large variances and multiple dosage changes.

Manufacturer narrative:
Investigation pending.